Event description:
It was reported that a hospital registration form was received and indicated that the right ventricular lead was explanted and replaced due to broken probe or insulation. The patient was in stable condition.